Event description:
It was reported the patient felt a lot of painful stimulation in her vagina when she was walking and since felt burning stimulation that was uncomfortable.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# va03dt9, implanted: (B)(6) 2013, product type: lead. (B)(4).